Manufacturer narrative:
Despite multiple requests, this cardiac resynchronization therapy defibrillator was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This crt-d is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was beeping and when the patient was seen in the hospital, the crt-d could not be interrogated. Additional information provided from the field indicates the crt-d was suspected to have prematurely depleted. Surgical intervention was performed and the crt-d was explanted and replaced. No additional adverse patient effects were reported.